Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical resection of most of the stomach. The circular stapler was to be used for the implementation of the gastrojejunostomy. When the device was checked, found that nearly half of the nail (staple) slots were without a staple cartridge. The device was not used on the patient. In order to resolve the issue and complete the case, replaced with another stapler. There was no patient harm. The patient outcome is alive, no injury.